Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician's assistant (pa) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by a physician assistant that the patient fell onto their device and the device was suddenly causing shocking sensations at their bladder location. The caller was not with the patient nor the healthcare physician (hcp) to do further troubleshooting nor did they have an 8840 to check impedances on the device, so the caller was transferred to the national answering service (nas). The caller stated that they would be seeing the patient later that day. There were no further complications reported/anticipated. Any further information received will be added to the file.